Event description:
It was reported by the customer's wife that their sensor needle had snapped in half while they were attempting to place the device in the inserter. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.